Manufacturer narrative:
A4-a6:unk manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later exchanged for a shorter length lens and the problem was resolved.

Manufacturer narrative:
H6: lens was returned with liquid within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).